Manufacturer narrative:
The carefusion failure analysis engineer examined the main pcba coldfire and found that the zero "0" calibration of the exhalation differential transducer pt802 calibrated normally. Pcba was installed into a known good vela test vent and calibration was performed. Could not duplicate, xdcr fault occurred (2,0,2764), complaint allegation. However, the events log has multiple exhalation flow xdcr faults which indicates that this xdcr is drifting and is not functioning normally. This issue is being addressed in an internal corrective action.

Event description:
The foreign distributor in (B)(6) reported that while on a patient the device gave a visual and audible transducer fault alarm. No patient harm, patient was transferred to a replacement ventilator.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined that the reported event was caused by a malfunctioning main board. The foreign distributor was shipped a replacement main board kit to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for evaluation. As of 06/30/2015 the alleged faulty main board has not been received.